Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the verbatim: I need to report another incident with the bd IV tubing ref 2426-0007. The below happened at (B)(6). Date of incident: (b)(6 2023. Uva ID# 202418 (please reference in future communication) location:(B)(6). Issue: (B)(6), 56yr old male patient -family member called and stated IV was leaking. Upon investigation, there was a malfunction of the IV tubing piece in the pump. Disconnected patient from IV tubing, notified primary rn, and sequester IV tubing. No air reached patient, but fluid was inside IV pump and on the floor. Potential infection risk. Defective product info: bd IV tubing ref 2426-0007, no lot number was provided. The (B)(6) team saved the defective item. If you could send a return label, they will send it back to you.